Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot #0bv2g60 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results. Based on the information received, section d4 has been updated with the lot # of the contour net control solution involved in the event occurrence.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the lot # . However, the expiration date was provided, based on which the device manufacture date was captured.

Event description:
The customer reported that she ran a control test and obtained a reading of 205 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.